Event description:
It was reported that the device has an old software version and is dirty. The cpc is also dirty and the motor block is broken or detached from the front panel. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the device has an old software version and is dirty. The cpc is also dirty and the motor block is broken or detached from the front panel. The reported event was confirmed. The service evaluation revealed both inflow and outflow motor are worn and noisy. Furthermore, the cpc connector was found dirty, and the software needs to update from version 1.8 to 1.10. The most likely cause for the reported failure can be attributed to wear and tear.